Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted using 2 rn sterile technique. Insertion had no complications and patient tolerated procedure well with minimal discomfort. Stated that 10 ml of normal saline was put into the bulb for inflation of catheter tubing following flow of urine into the catheter bag, tube was observed to be taut indwelling in patient and was securely attached to patient's right upper leg using the anchor device included in the foley kit. Patient stated the need to go to the bathroom to have bowel movement. Patient got up from bed and walked to bathroom, bag and tubing of the foley kit was held by registered nurse while ambulating to bathroom. Stated that the foley bag was secured inside bathroom on toilet paper roll holder and patient was given privacy, tubing was not overly taut or pulling on patient. Patient ambulated back to bed with steady gait. When patient laid back into bed, the gown was lifted to check to ensure catheter was out of the patient, that was when they saw that the tip of the catheter was out of the patient and the yellow tubing was still secured into the anchor.

Event description:
It was reported that the foley catheter was inserted using 2 rn sterile technique. Insertion had no complications and patient tolerated procedure well with minimal discomfort. Stated that 10 ml of normal saline was put into the bulb for inflation of catheter tubing following flow of urine into the catheter bag, tube was observed to be taut indwelling in patient and was securely attached to patient's right upper leg using the anchor device included in the foley kit. Patient stated the need to go to the bathroom to have bowel movement. Patient got up from bed and walked to bathroom, bag and tubing of the foley kit was held by registered nurse while ambulating to bathroom. Stated that the foley bag was secured inside bathroom on toilet paper roll holder and patient was given privacy, tubing was not overly taut or pulling on patient. Patient ambulated back to bed with steady gait. When patient laid back into bed, the gown was lifted to check to ensure catheter was out of the patient, that was when they saw that the tip of the catheter was out of the patient and the yellow tubing was still secured into the anchor. Per follow up via phone on 25aug2022, it was reported that the balloon deflated and the foley was changed out.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance: 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal: 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.